Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital after passing out. Device data was reviewed and it was noted that the device delivered anti-tachycardia pacing (atp) for a fast ventricular rhythm. The atp accelerated the patient's heart rate, and a 31 joule shock was delivered and converted the patient's rhythm. Boston scientific technical services discussed device settings for programming optimization. The physician planned to follow-up with cardiology. The device remains in service. No additional adverse patient effects were reported.